Event description:
It has been reported that the patient underwent revision due to medial collapse of tibial component.

Manufacturer narrative:
(B)(4). D11: medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00864, 3002806535-2019-00865-1. This follow-up report is being submitted to relay additional information. The following sections were updated:b4, b5, g4, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unk oxford tibial component catalog #: not reported lot #: not reported, medical product: unk oxford bearing catalog #: not reported lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00864, 3002806535-2019-00865. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure due to medial collapse of the tibial component was performed.